Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu board, system interface pcb and x-ray controller pcb were evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed a cine disk error message. There is no report of death or serious injury.